Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a damaged battery compartment, cracked battery compartment, and contaminated downstream occlusion (dso) seal. Event history logs were reviewed and showed a system fault 41301 occurred. Functional testing was performed and the reported issue was able to be replicated; upon power up, the pump alarmed error code 41301. The root cause of the reported issue was determined to be a faulty pwa board. To correct the issue, the pwa board was replaced. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a constant alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.